Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention and urgency frequency. The trial began (B)(6) 2022. It was reported that assisted patient with increase per notes. When stimulation was increased to 0.9 patient stated it became uncomfortable/achy at the incision site. They were assisted in decreasing stimulation back to 0.8 where it is comfortable. Contributing factors, actions interventions were unknown. The issue was not resolved. Additional information was received. The patient noted how "its more tender down there" when asking about is current settings. Additional information was received. Patient was trying to increase the stimulation and received an error saying the leads weren't connected. Patient is unable to tell if the leads are truly out or not and doesn't have anyone at home to check for him. The patient later reported the lead had come all the way out. They were redirected to their hcp.

Manufacturer narrative:
Date of event: date is approximate. Concomitant medical products: product ID: 306001, lot#: unknown, product type: screening device. Product ID: 309201, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown; product ID: 309201, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 306001, lot# unknown, product type screening device product ID 309201, lot# unknown , product type screening device note that the h6 codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider. It was reported that the patient's leads were not disconnected or dislodged. The patient just wasn't tolerating well. Additionally, the patient's leads were removed while patient in office.